Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold. Further examination showed that the lead had micro-dislodgement. Although the physician performed x-ray and fluoroscopy, the dislodgement could not be visualized. The physician decided to reposition the lead on (B)(6) 2025. Post-operative interrogation showed that the lead had dislodged again. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. Final analysis found that as received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.